Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While using a clip on the splenic artery of a patient the clip remained stuck on the applier in a closed position. It was impossible to open the applier and impossible to take off the clip from the applier. Several movements were processed by the surgeon to make the clip get off from the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box, lot # 73h1600064 was manufactured on 08/08/2016 a total of 6,944 pieces. Lot was released on 08/11/2016. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The sample was returned with its original packaging. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 2 clips remaining in the cartridge. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. Both clips were able to properly load into the jaws of the applier and close. No functional issues were found with the returned clips. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each other remarks: complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." The reported complaint of "clip stuck in applier" was not confirmed based upon the sample received. Upon functional inspection, both of the remaining clips were able to properly load into the jaws of a lab inventory applier and close. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed. No further action will be taken.

Event description:
While using a clip on the splenic artery of a patient the clip remained stuck on the applier in a closed position. It was impossible to open the applier and impossible to take off the clip from the applier. Several movements were processed by the surgeon to make the clip get off from the applier. The patient's condition was reported as fine.